Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined the comb was damaged and the comb, side plates, bearings, bottom roller, gear, carrier guide, washers, nuts, and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trend

Event description:
It was reported that during testing the device was having issues cranking. Upon evaluation of the device it was noted to have a damaged comb. No harm or delay were reported as it relates to this event.